Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-12871. Additional information found the patient's lead was explanted and replaced to resolve the issue. In addition, the physician elected to replace the ipg as well.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient controller displayed the message, 'MRI is not advised, there may be a problem with the implanted leads.' Troubleshooting found high impedances. Surgical intervention may be pending to address this issue.